Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. The tip up fenestrated instrument cable broke, causing jaw misalignment; instrument removed with cannula and replaced to complete the case.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the 8mm tip-up fenestrated grasper instrument cable broke, and the jaws were stuck sideways. The procedure was completed with no reported injury.